Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, it was unknown if the patient recovered from the peritonitis. Action taken with therapy was not reported. Additional information was not available.